Event description:
It was reported that patient was receiving no pain control from the device. The reporter believed that there were reservoir volume discrepancies but had no further details. The reporter stated that no pump study was completed because of "issues" and believed that the catheter may have been disconnected or fractured. The physician wanted to see about managing the patient's pain with fentanyl patches and other means of pain control instead of relying on the drug infusion system. The physician had been decreasing the daily dose gradually for the past 1 to 1.5 months prior to the report. The patient was on fentanyl patches because it was thought the drug infusion system was not working for the patient. The device system was used to deliver morphine 10mg/ml at 1.400mg/day. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported cerebrospinal fluid (csf) was unable to be drawn from the catheter access port (cap) for a dye study.

Manufacturer narrative:
Product ID 8709, lot # l69918, implanted: (B)(6) 1999, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).